Event description:
A malfunction was reported by rubin medical ab, a distributor in sweden, involving a pump that displayed malfunction 12-0x2071. It was unknown whether this event caused the customer's blood glucose level to exceed 500 mg/dl, and no specific blood glucose level was provided. As a corrective action, the faulty pump was replaced within its warranty, and instructions for the pump's return were given. The customer declined to share the backup therapy plan for insulin delivery during the interim.